Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg at 1.41106 mg/day), compounded baclofen (350.0 mcg at 246.93589 mcg/day) and bupivacaine (20.0 mg/ml at 14.11062 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that during a scheduled pump replacement for normal end of battery life, on (B)(6) 2018, the catheter tip had migrated. The device diagnosis was catheter dislodgement. The catheter was initially implanted at t5 and was observed at t3. It was indicated the event was related to the device or therapy. No actions were taken and the issue was unresolved with no further action planned. The patient's weight was not measured at baseline.